Manufacturer narrative:
Trackwise (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10 the lot # 3000356123 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17822- based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. [Ncmr #ncmr #17820- based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. CAPA MDR - specific actions for the failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 connection line on btt port was falling out. A new device was used to complete the procedure with no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.